Manufacturer narrative:
Device was returned to the manufacturer: the amplatz wire underwent a product analysis, and it was observed that the core wire was found detached/separated from the distal tip to the bald weld. In addition, the guidewire was bent in the distal section. Consequently, the reported events of difficult to cross and unraveled material were confirmed due to the device's condition. E1: initial reporter address 2: 50m east of huimin lane and its entrance.

Event description:
Reportable based on device analysis completed on 11jan2024. The stenosed target lesion was located in the left iliac artery where the patient underwent a balloon dilation and stent implantation. The patient was supine during the procedure and their right femoral was punctured where a 6-french sheath was used for the puncture followed by a non-boston scientific 7-french sheath. An xch/035/260 (bx/5) amplatz guidewire was advanced, and it entered the artery. There was difficulty in moving forward or back and it failed to cross the lesion after several attempts. The device was removed from the patient and discovered to be badly stretched. The procedure was completed with another of the same model where the patient status was in a stable condition. No complications were reported. However, when the device was returned for an analysis, it revealed that the core wire was found detached/separated from the distal tip of the bald weld. In addition, the guidewire was bent in the distal section.